Manufacturer narrative:
Fowler ball screw bearings.

Event description:
It was reported by service report that the fowler would not lower manually or electronically. No patient involvement or adverse consequences are reported.